Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 in the thigh, which is considered off label use. The patient reported that when they removed the sensor applicator, the wire had detached and was attached to the applicator. The patient did not report any injury or medical intervention.